Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined. The device was returned for evaluation. A follow-up report will be submitted upon its completion.

Manufacturer narrative:
(B)(4)

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver was charged and rebooted. Functional testing was performed and there was no failure detected related to the complaint. A pairing test was performed with a known good transmitter and passed. The receiver log was downloaded and evaluated, the data could not confirm the complaint. The reported event loss of connection was not confirmed. A root cause could not be determined.